Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.1 smartphone hardware: iphone15.4 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached below 70 mg/dl while wearing the pod for 1 day. The patient lost consciousness and an ambulance was called. The patient was treated with insulin injections and had testing and monitoring done. The patient was released after 2 days. The patient reported discrepancy in cgm (continuous glucose monitor) readings and actual fingerstick at the hospital.